Event description:
It was reported that during the implant procedure, the device was connected to the atrial lead, tested, and atrial undersensing was observed. Device reprogramming was attempted, however, the atrial undersensing continued. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where a same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same brand family as a device marketed in the u.s. Concomitant product: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.